Event description:
During implant procedure, it was not possible to withdraw the stylet from the left ventricular (lv) lead and the connector pin detached. The issue was resolved by explanting and replacing the (lv) lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of withdrawal difficulty with the stylet from the lead and lead connector pin detachment were confirmed. As received, a complete lead was returned in one piece. Visual inspection found the stylet lodged inside the lead and the connector pin pulled from the lead body. The cause of the reported event of lead connector detachment was isolated to procedural damage. The cause of the reported event of stylet withdrawal difficulty was isolated to the bunching of stripped stylet ptfe coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.